Event description:
A talent bifurcated stent graft delivery systems was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology was moderately tortuous and severely calcified vessels. It was reported that upon insertion of the delivery catheter into the left common iliac artery (8 mm in diameter) the delivery catheter could not be advanced past the left hypogastric artery. During the advancement the delivery catheter kinked. The device was removed from the pt. The physician elected to dilate the vessel with a 24 fr dilator. The same device was attempted again could not advance due to kink. The device was removed again and an angioplasty balloon was inserted and inflated in the iliac vessels expanding the focal narrowing of the vessel. The physicians used another talent graft which was successfully advanced and deployed. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval: results: patient's condition affected effectiveness of device (moderately tortuous and severely calcified vessels). Eval: conclusion: device failure/lack of effectiveness related to pt condition (moderately tortuous and severely calcified vessels.